Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, the treatment of aortic aneurysm continues to evolve, further expanding the population of patients that can be treated with an endovascular approach.

Event description:
Received an article titled "advanced endografting techniques: snorkels, chimneys, periscopes, fenestrations and branched endografts" published in cardiovascular diagnosis and therapy. The article discussed a variety of techniques utilizing endovascular aneurysm repair. Per the article adverse events included renal occlusion due to graft mis-alignment